Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. While mapping with the ablation catheter in the left atrium, an echocardiogram revealed a pericardial effusion occurred, for which a pericardiocentesis was performed. The patient remained asymptomatic and the pericardial drain was removed the following day when no further effusion was identified via a follow up echocardiogram. There were no performance issues with any sjm device.